Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h4.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after impaction of acetabular cup, the nurse was taking off guide rod and realized the tip was broken. No reported delay in procedure and no piece fell in the patient.

Manufacturer narrative:
Updated: d9, g3, g6, h2, h3, h6. Visual examination of the returned product identified the shaft of the device has fractured at the tip. There are wear lines along the shaft including near the fracture site. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.